Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous posterior tibial artery (pta). After a guide wire was crossed the lesion, a 3mm x40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. However, upon the second inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from patient and the procedure was completed with a different device. No patient complications were reported.